Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification.

Event description:
Caller indicated the assure 4 meter was reading high. In 2008, he was symptomatic for hypoglycemia, his blood sugar was 65, glucagon was given and he responded without the paramedics being called. On five days later, his blood sugar read 66 and the paramedics read it at 24 on their machine. Patient was treated and released.